Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level while wearing the pod between 1 and 4 hours. It was also reported that the pod's cannula was dislodged from the infusion site. Symptoms reported include hyperglycemia and vomiting. The patient was treated with insulin drip, sliding scale insulin and long acting insulin. The patient was still in the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.